Manufacturer narrative:
This is one of two device reports related to this event. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced a cardiac event and expired nineteen days later. It was alleged that the event occurred due to exposure of the product administered while receiving dialysis.